Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. Qc 3: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Retention investigation: relevant retention test strips (lot 397394) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
This MDR is for test strip lot number 39739413. Refer to the MDR with patient identifier (B)(6) for the report on 38724311 strip lot. The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4), compared to a laboratory using the owren-koller reagent. The result from the laboratory on (B)(6) 2019 was 3.0 inr. The result from the meter on (B)(6) 2019 using strip lot 39739413 was 4.4 inr. On (B)(6) 2019, the customer also was tested on a coaguchek pro ii meter serial number (B)(4) using strip lot 38724311 and the result was 4.4 inr. On (B)(6) 2019, the customer also was tested on a coaguchek xs plus meter serial number unknown using strip lot 39739413 and the result was 4.4 inr. The result from the laboratory on (B)(6) 2019 was 2.5 inr. The result from the meter on (B)(6) 2019 using strip lot 39739413 was 3.5 inr. On (B)(6) 2019, the customer also was tested on a coaguchek pro ii meter serial number (B)(4) using strip lot 38724311 and the result was 3.5 inr. The patient's therapeutic range was 2.0-3.0 inr.